Event description:
Caller states the pt tested 3.4 inr on coaguchek xs system 1 and 2.4 inr of coaguchek xs system 2. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2.